Manufacturer narrative:
Date sent to FDA: 3/15/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-11032021-0000913397 submitted for adverse event which occurred on (B)(6) 2016. Mwr-11032021-0000913398 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted the small bowel and the transverse colon was densely adherent to the surface of the mesh within the peritoneal cavity. Dissection was very tedious and in order to clear the entire abdominal wall, lysis of adhesions took approximately 4 hours. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/08/2024. Additional information: a2, d3. Additional b5 narrative: it was reported that the patient experienced adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.